Event description:
The operator reported arterial air alarms occurred during two consecutive routine hemodialysis treatments. Rinseback was not performed due to clotting, resulting in an estimated blood loss of 190cc for each treatment. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the blood loss events to user error as the operator had not been opening the red clamp as directed in the user's guide when performing rinseback. Additional training was provided to the pt and operator. There have been no similar problems reported subsequent to this event. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions.